Event description:
Customer reported updating time, personal profile, and basal rate settings. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address the low blood glucose and received help from technical support in adjusting basal rate and correction factor settings, with advice to consult with their healthcare provider after updating settings.